Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline failure to open was vascular tortuosity factor. The middle section of the pipeline did not open. Part of the device was located in the tortuous parts of the blood vessels, which could not be avoided. Resheathing was attempted to open the pipeline.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right c7 segment with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.2mm distally and 3.85mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was iia. The angiographic result post procedure showed smooth blood flow. It was reported that the blood vessels were tortuous, and the cavernous sinus segment was type IV. The stent was difficult to open at the bend. The surgeon adjusted it several times, but the stent was still flat and could not be opened. Pushing the intermediate tube to go upper still did not solve the problem. Suspecting that the stent was kinked and could not be adjusted during the operation, a complaint was filed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the distal end of the braid appeared not opened due to damaged braid. The middle of the braid was opened and no damage. The proximal end of the braid was found opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the middle section was not confirmed as the middle of the braid was opened and no damage. The cause of failure to open could not be determined. In addition, the distal end of the braid was not opened due to damaged braid. Possible cause of failure to open at the distal end includes vessel tortuosity and damaged braid. However, the customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The damaged braid may have contributed to the failure to open at the distal end. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.